Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention was undertaken wherein the ipg and both extensions were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.